Event description:
Healthcare professional reported that a patient was injected with juvéderm® volux¿ into the jawline. Two dats later, patient experienced reaction on the jaw. Patient reported nodules isn't going anywhere and bump appeared two days later. Patient reported the area was swelling and tenderness. Diagnostic test was performed resulted in experienced staph aureus/penicillin resistant. Patient was treated with drainage, bactrim, bactrim ds, hyaluronidase, and prednisone. Symptoms has been resolved. The device has been discarded.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.